Manufacturer narrative:
According to the customer, the foley balloon "ruptured" and the foley catheter was replaced as a result of the incident. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the foley balloon "ruptured" and the foley catheter was replaced as a result of the incident.

Manufacturer narrative:
Update to d9: device returned. Update to h3: device evaluated. Update to h6: type of investigation.